Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege pain and metal debris shedding into the patient's body. Comment: due to litigation discussing the issues of metal-on-metal, we are currently reporting the acetabular cup and femoral head. Should we receive additional information, we will update accordingly.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 8/27/2014 - medical records received. Patient revised to address disability. Upon revision, metallosis, synovitis, yellowish fluid, metal stained tissue, and no evidence of bone ingrowth on the acetabular cup were noted. The information received does not change the MDR decision. This complaint was updated on: 09/08/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).depuy still considers this investigation closed.

Event description:
Update rec'd 5/13/2014 - sales rep reported revision surgery. There is no new additional information that would affect the investigation. This complaint was updated on: 06/06/2014.

Event description:
Update (B)(4) 2014 - plaintiff¿s preliminary disclosure form was received, which identified dob and side information. Part/lot information was identified. Doi was identified and will be corrected. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(4) 2014

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.